Event description:
It was reported that the error message "ad conv" was intermittently displayed on the hl 20. The event occurred during a routine check. The device was inspected by a getinge field service technician and the control board and safety system board were identified as defective. The customer continued to use the device without repair. During a later routine check also the error message ¿head¿ was displayed. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The error message "head¿ can cause an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "ad conv" was intermittently displayed on the hl 20. The event occurred during a routine check. The device was inspected by a getinge field service technician and the control board and safety system board were identified as defective. The customer continued to use the device without repair. During a later routine check also the error message ¿head¿ and "beltslip" were displayed and also the level sensor and the bubble sensor were found to be defective. No harm to any person was reported. The failure head¿ can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-01-03. The failure could be reproduced. In regards to the beltslip error the optical tacho board was calibrated. In regards to the adconv and head errors the pump control board (including the system control board) was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further a new level sensor was provided to the customer and the bubble sensor (air protection module) will be replaced. The affected parts were not made available for further investigation at the manufacturer. The error "beltslip" was solved by calibrating the optical tacho board. The failure "beltslip" can be linked to the following most possible root causes according to the hl 20 risk assessment file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps) the errors "adconv" and "head" were solved by replacing the pump control board (including the safety system board). Therefore the reported error message "adconv" and "head" could be linked to the following most probable root causes according to the risk management file: - failure of pump control board (pump stop) the failures "defect level sensor" and "defect air protection module" can be linked to the following most possible root causes according to the hl 20 risk assessment: level sensor or bubble sensor malfunction because of: - software error (e.g. In sensor, in communication) - hardware error - emc (electro magnetic compatibility) due to the age of the device and the components, age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-11-18 for the period of 2011-11-09 to 2024-10-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-11-09. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message ad conv, head, beltslip defect level and bubble sensor" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.